Event description:
It was reported that the patient received inappropriate therapies due to oversensing. The lead was capped and replaced by a new lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded an initial stable pacing impedance of 550 ohms with an increase to 700 ohms at the end of the recordings. Furthermore, a slightly fluctuating shock impedance between 75 ohms and 85 ohms was recorded as well as a pacing threshold of 1 volts with an increase to 1.9 volts at the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The provided x-ray images showed the lead is implanted with multiple windings in the pocket area. No other abnormalities were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.